Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that six bd nexiva dual port 20ga 1.00in (1.1 mm x 25 mm) experienced missing components/breakage when it was noted that the clamp was missing from the catheter.

Manufacturer narrative:
Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated on the build of this lot that would not impact the outcome of the quality of the product relevant to the defect. Received two unused nexiva 20ga units in sealed packages on from catalog number 383566, lot number 7349564. Visual/microscopic evaluation: unit one was missing the pinch clamp from the unit inside of the sealed package unit two the pinch clamp was present. The winged adapter and dual port adapter were both present in the sealed packages while the defect adapter/connector missing was not confirmed (the winged adapter and dual port adapter were both present in the sealed packages), the defect of missing clamp as reported in the customer¿s verbatim description of the incident was confirmed. The pinch clamp is threaded onto the extension tubing in zone 7 and passes through a sensor that detects for pinch clamp presence. Downstream in the process, the fully assembled device is 100% inspected by a vision system for missing components, including missing pinch clamp. The system is challenged on a regular basis to ensure proper functioning. It is unknown how a device without the pinch clamp was packaged and loaded into the dispenser box to be sent to customers. Root cause is indeterminate.

Event description:
It was reported that six bd nexiva dual port 20ga 1.00in (1.1 mm x 25 mm) experienced missing components/breakage when it was noted that the clamp was missing from the catheter.